Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet was stuck inside the lumen of the right ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of ¿the stylet was stuck inside the lumen¿ was not confirmed. As received, a complete lead was returned in one piece. The stylet used in the field was not returned with the lead. X-ray examination found the inner coil inside the connector region was over torqued. Electrical test was normal with no anomalies found. The stylet insertion to the lead could not be tested due to over torqued inner coil consistent with procedural damage.